Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 03/28/2014 with the following findings:a review of the device history indicated multiple unexplained pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked and the returned battery cap threads were stripped. The battery cap did not secure properly to the pump, and a power loss was duplicated. A test cap was used for further investigation. The test cap secured to the pump, and the pump was exercised for 24 hours with no power interruptions or related alarms. The pump case was removed and no evidence of moisture ingress or damage was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump rebooted and displayed the verify screen five times in a day without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.